Manufacturer narrative:
(B)(4). Multiple attempts have been made to get the repair info but no customer response. A follow up report will be submitted when new info becomes available.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended a covidien customer support engineer (cse) visit.